Manufacturer narrative:
The investigation into the aic - battery charging/other issues has been completed since the initial report was submitted. The console was returned and tested, and the issue was reproduced. The cause of the aic issue was a defective power supply.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant had an aic (automated impella controller) failure noted by the hospital biomed department. The aic battery failed to charge. The aic was removed from service before any patient use. No patient involvement.